Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic period") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 47 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important), peripheral coldness ("coldness of the extremities / cold"), deafness ("deafness"), tinnitus ("tinnitus"), headache ("headaches"), back pain ("l4 and l5 lumbar pain"), hot flush ("hot flashes"), neck pain ("cervical pain"), diplopia ("double vision / vision disorder"), premature menopause ("early menopause"), fatigue ("chronic fatigue"), sleep disorder ("sleep difficulties"), gait disturbance ("difficulty walking"), paraesthesia ("tingling of the extremities"), muscle disorder ("muscle problems"), arthropathy ("joint problems"), frostbite ("frostbite") and limb discomfort ("heavy legs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed. In 2022, all of the events had resolved. No causality assessment was received for essure with regard to peripheral coldness, deafness, tinnitus, headache, back pain, hot flush, weight increased, heavy menstrual bleeding, neck pain, diplopia, premature menopause, fatigue, sleep disorder, gait disturbance, paraesthesia, muscle disorder, arthropathy, frostbite or limb discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(6)) on 15-dec-2022. The most recent information was received on 27-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic period") in a (B)(6) female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 47 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important), peripheral coldness ("coldness of the extremities / cold"), deafness ("deafness"), tinnitus ("tinnitus"), headache ("headaches"), spinal pain ("l4 and l5 lumbar pain"), hot flush ("hot flashes"), neck pain ("cervical pain"), diplopia ("double vision / vision disorder"), premature menopause ("early menopause"), fatigue ("chronic fatigue"), sleep disorder ("sleep dificulties"), gait disturbance ("difficulty walking"), paraesthesia ("tingling of the extremities"), muscle disorder ("muscle problems"), arthropathy ("joint problems"), frostbite ("frostbite") and limb discomfort ("heavy legs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed. In 2022, all of the events had resolved. No causality assessment was received for essure with regard to peripheral coldness, deafness, tinnitus, headache, spinal pain, hot flush, weight increased, heavy menstrual bleeding, neck pain, diplopia, premature menopause, fatigue, sleep disorder, gait disturbance, paraesthesia, muscle disorder, arthropathy, frostbite or limb discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.